Event description:
A retrospective review of the reported incident was completed on 8/7/06. The initial assessment did not determine the event details were reportable as it was not clear if a motor vehicle accident was the cause of the reported event. During a subsequent review, it was determined that the event meets the reporting requirements of a device malfunction. It was reported that the screws broke and the implant was removed. Pt outcome: unk.